Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted user begun showing aversion to wearing his left processor over the past year. Revision options will be discussed.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: according to the received information from the field, it seems that the reported symptoms are caused by a partial migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
Recipient showed aversion to the use of the audio processor. Revision surgery to re-insert the electrode up to the marker ring took place.